Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, in kiel, germany suggest that this event would not be associated with the device but rather would be a result of misuse of the device.

Event description:
The threads on the lag screwdriver are stripped. There was no adverse consequence or delay in surgery.